Event description:
The manufacturer received information alleging a ventilator service required alarm occurred on a trilogy evo ventilator. There was no harm or injury reported. There was no reported patient involvement. During the evaluation of the device at a third-party service center, the customer's complaint was confirmed. The service technician states that a ventilator service required error code was found in the device's error log relating to a pressure sensor mismatch. The service technician states that the blower assembly, proportional valve, 3 way solenoid valve, machine flow sensor, system printed circuit assembly (pca) tubing, blower chassis tubing, fio2 tubing, and flow o2 tubing were replaced to address the issue. Additionally, there was internal contamination of debris and yellow stains. The airway component was replaced to resolve the issue. The device firmware has been updated. The device passed all testing. No further investigation is required.